Event description:
Device removed from packaging, inspected, and prepped for implant. Device navigated without issue to the implantation site and was deployed at the desired location by withdrawing the inner fabric sheath. The assisting physician rotated the black clasp of position 3 and attempted to pull clasp release caudal. The black component of the clasp release was able to be pulled back but sprung back into place when physician let go. Physician attempted 3 more times with the same result, the black component pulled back into the grey of position 3, but the proximal clasp did not release and the black component of position 3 spring back into its original position. The primary physician then attempted to perform step 3 by pulling back on the black portion of the clasp release, this time using exaggerated/excessive force, and with a loud audible "pop" the clasp released. Immediately the physician used fluoroscopy to check the position of the graft, only to determine that the graft had moved distally, approximately 5mm, back from its deployed position from step 2. The physician the questioned whether to continue with the plan of extending distally given this mishap. Ultimately, she decided to extend distally with a second graft which deployed without issue. The physician decided against implanting another device to extend proximally regardless of the sub-optimal positioning of the first. Patient outcome - "follow up communication with the physician revealed the patient is stable and not experiencing any device or procedure related complications."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device removed from packaging, inspected, and prepped for implant. Device navigated without issue to the implantation site and was deployed at the desired location by withdrawing the inner fabric sheath. The assisting physician rotated the black clasp of position 3 and attempted to pull clasp release caudal. The black component of the clasp release was able to be pulled back but sprung back into place when physician let go. Physician attempted 3 more times with the same result, the black component pulled back into the grey of position 3, but the proximal clasp did not release and the black component of position 3 spring back into its original position. The primary physician then attempted to perform step 3 by pulling back on the black portion of the clasp release, this time using exaggerated/excessive force, and with a loud audible "pop" the clasp released. Immediately the physician used fluoroscopy to check the position of the graft, only to determine that the graft had moved distally, approximately 5mm, back from its deployed position from step 2. The physician the questioned whether to continue with the plan of extending distally given this mishap. Ultimately, she decided to extend distally with a second graft which deployed without issue. The physician decided against implanting another device to extend proximally regardless of the sub-optimal positioning of the first. Patient outcome - "follow up communication with the physician revealed the patient is stable and not experiencing any device or procedure related complications."